Event description:
Patient was performing a sit-to-stand when the device malfunctioned. During the stand the knees extended, but the hips stayed relatively flexed. It seemed that the left hip stayed at 90 degrees while the right was trying to extend. The result was a bit of a twisting force combined with the hip flexion. The device stayed powered on during the entire sit-to-stand and was turned off by the therapist to help get the patient out of the device.

Manufacturer narrative:
Evaluation is currently underway with no conclusions reached at this time.